Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the mid femoral artery. The lesion was pre-dilatated with an armada 35 balloon dilatation catheter (bdc). The 5.0mmx200mmx80cm supera self-expanding stent system (sess) was prepared before use with no reported issues. During deployment of the stent implant, only 3-4cm of the stent implant released. Several unsuccessful attempts were made to pull, twist, and stretch the catheter; however, the rest of the stent implant did not deploy. The deployment lock was then unlocked and the thumb-slide could be fully moved, and the stent implant was successfully deployed. The stent implant was stretched between 10-20% and a portion of the stent implant was deployed in healthy tissue; however, the final result was good. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deployment difficulty and stent damage could not be confirmed as the stent was not returned as it remains deployed in the patient. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.